Manufacturer narrative:
Unit received with all operating currents within specifications and passed functional testing including the rewind, basic occlusion test, and occlusion test, prime test, excessive no delivery test and displacement test. No unexpected battery out limit alarms was noted. Unit was downloaded to care link. Care link report shows no data from (B)(6) 2015. The care link report matches the daily total history and history file download from the insulin pump, but there was no events or pump activity from (B)(6) /2015. All bolus delivered during testing were properly recorded at the bolus and daily totals history screens. No history anomaly was noted. Unit received with cracked case at display window corners and reservoir tube lip, scratched display window and reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that insulin pump was missing over a month's worth of history. Customer reported that data was missing from (B)(6) 2015. Customer was hospitalized on (B)(6) 2015 with blood glucose of 30 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.